Manufacturer narrative:
H11: secondary intervention to remove/replace the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim # (B)(4).

Event description:
The reporter indicated that following an implantable collamer lens (icl) implantation procedure, the patient experienced excessive vault. Due to excessive vault, the lens was removed and replaced intraoperatively for a shorter length lens. The problem was resolved. Cause of event was reported as unknown.